Manufacturer narrative:
The alleged device sample was not returned to quest medical and the complaint condition could not be confirmed. A review of the device history record for the alleged lot revealed no manufacturing issues. Quest will file a supplemental report should any additional information become available and will continue to monitor this complaint trend.

Event description:
It was reported to quest medical of an mps delivery set ((B)(4)) that was allegedly leaking during a case. It was confirmed that there were no patient complications and the case was able to be completed without issue.